Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Evaluation summary: one unit was received for evaluation. Fluid was visually observed inside the housing. A functional leak test was performed in order to identify the exact location of leakage in the unit. The unit was filled with green color water. After fill, leak was visually observed at the welded area of the volume indicator port located inside the housing. Leak was not observed on or in the reservoir.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 2, 2013 ¿ july 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be an inadequate ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor had a leak. The leak was reported to be coming from the bladder area, but the exact location was not identified. There was no patient involvement. Additional information was requested and is not available.